Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.

Event description:
The customer reported that insulin was leaking from the transfer guard needle while filling the reservoir. The customer stated that he tossed out four reservoirs, but he kept one reservoir to return. The customer stated that the reservoirs leak and will neither effectively insert air into an insulin vial nor withdraw the insulin from the vial without breaking. No further info was provided.